Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim and discolored display screen. A test screen was used for investigation and was found to function properly. During investigation, that the keypad was observed to be peeling off the base from the ok button to the up arrow button. All of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under all buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.